Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that the customer dropped the pump and a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 97 mg/dl.